Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all users were unable to log in to any of the medstations. A technical support specialist dialed into the station and attempted to log in, which was successful. The log showed that one user failed to log in due to invalid credential. The server downtime query was run, showing no dc flag, and carefusion coordination engine messages were current. An error was found with the active directory connection binding, which failed. The tss proceeded to restart active directory services. The recent login log for one of the users was checked and showed successful. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es all users unable to login. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.